Manufacturer narrative:
H6- medical device problem code: added code 2923. H6- work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B1: adverse event. B2: required intervention to prevent permanent impairment/damage. B5: additional information: al the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -12.0/+2.0/094 (sphere/cylinder/axis) into the patients right eye (od) in 2019. Low vault with lens rotation was observed and the lens was exchanged and replaced with a longer length lens on (B)(6) /2022. This resolved the problem. Cause is reported as unknown. H6: impact code: 4629. Claim#(B)(4).

Event description:
Al the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -12.0/+2.0/094 (sphere/cylinder/axis) into the patients right eye (od) in 2019. Low vault with lens rotation was observed and the lens was exchanged and replaced with a longer length lens on (B)(6) 2022. This resolved the problem. Cause of event is unknown.

Manufacturer narrative:
B5: per updated information: lens exchanged with a longer length lens and problem resolved. H3-device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us.a lens work order search was performed. One similar complaint was found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.00/+2.0/094, implantable collamer lens was implanted into the patients right eye (od) in 2019. Low vault with rotation has been observed, lens remains implanted. The reporter stated that the patient currently does not wish to exchange the lens. Cause of event is unknown.